Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No scrolling nubmers anomaly noted. Minor scratched display window, cracked case display window corner and cracked reservoir tube lip noted. No moisture damage found inside the insulin pump.

Event description:
Customer called to report the insulin pump had unresponsive buttons. Blood glucose reading was 119 mg/dl. The act button was unresponsive. The up button did not respond and there was scrolling without input. The customer stated the insulin pump was exposed to moisture when it was on a shelf in the bathroom during a shower. Advised that the insulin pump will be replaced. Nothing further reported.